Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Technical team has reviewed site system logs with a procedure date of (B)(6) 2021, and verified that there was no issue with the system which caused the patient event. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product.

Event description:
It was reported that a "code blue" was called on a patient approximately three minutes into a three hour dialysis treatment. The treatment was ended, blood returned and final blood pressure was not obtained on the device due to the code situation. It was reported that the patient regained consciousness after the blood was returned. Per the information received from the customer site, the medical director cleared as not dialysis related. No further information was available.